Event description:
A patient reported that while applying the warm packs to perineum she felt pain. When inspected, redness on her bottom was noted of 1 1/2 inch diameter. The warm pack was inspected and no leaking or tear was noted.